Event description:
It was reported that the patient had a bilateral neurostimulator implanted on (B)(6) 2004 due to dystonia. It was reported that ¿the effect was not well¿ and the neck leads appeared exposed in (B)(6) 2005. The patient went to the hospital for ¿checking¿ and the physician stated the neurostimulator was depleted. The stimulator and lead were replaced on (B)(6) 2012 and the effect ¿was well.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).